Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of ¿es - bus not detected on 4west2 drawer 2¿ was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that full height drawer 2 shows disconnected. The fse shut down the station and observed pyxibus module controller (pcm) board leds were off; verified drawer controller board was functioning. Then, the fse replaced the pcm board and confirmed hardware test application (hta) passed successfully to resolve the issue. During dchu visual inspection: pn 151903-01: the unit revealed signs of thermal damage, specifically on component ic u300. During dchu testing: pn 151903-01: no testing was performed due to signs of thermal damage was observed on ic u300. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (pn: 151903-01) resulting from an electrical failure. This damage compromised the communication and control signals, preventing the drawer from being detected on the bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus the customer stated that there was a delay in patient care. As per part investigation, it was determined that thermal damage to component u300 on the full height cubie pmc (pn: 151903-01), caused by an electrical failure, compromised communication signals and resulted in the drawer not being detected on the bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 2 shows disconnected. A field service engineer (fse) shut down the station and observed pyxibus mkodule controller (pcm) board leds were off; verified drawer controller board was functioning. Then, the fse replaced the pcm board and confirmed hardware test application (hta) passed successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.